Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open lung transplantation, there was a big leakage and bleeding in the pulmonary artery and pulmonary vein after firing the stapler cartridge. The surgeon had sutured and ligatured the pulmonary artery and vein to resolve the issue.